Event description:
The customer reported that during a distal pancreatectomy the sheath near the jaw of the device began fraying and splitting. No pieces fell off and the defect was discovered prior to exposure to the pt cavity. There was no pt injury. Part of the boot was missing upon product receipt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.